Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid (5 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. The healthcare provider reported that when they interrogated the pump, they noted an alert that the pump motor had stalled and recovered. The caller stated that the patient had not had an MRI recently. The agent had the caller check the pump logs which showed a motor stall on 11/22 at 2:09 pm and it recovered at 2:15 pm. The agent reviewed typical causes of pump motor stalls and advised the caller to monitor for any future instances of motor stalls. The agent also reviewed how to play the alarm tones for the patient if the pump were to stall again.